Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cancer, multiparous, menometrorrhagia, allergy (lortab adhesive bandage nickel) and obesity. On (B)(6) 2014, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.427 kg/sqm. [Pathology test] on (B)(6) 2014: surgical pathology report: clinical history: menometrorrhagiaprocedure and findings: robot-assisted total laparoscopic hysterectomy. Material submitted: uterus, ovaries and fallopian tubes. Diagnosis: uterus with cervix and bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy (64gram): proliferative endometrium. No evidence of hyperplasia, atypia or malignancy. Cervix with no significant pathologic change. Ovaries with multiple cystic follicles and background of normal physiologic changes. Benign fallopian tubes. Gross description: identified in place within the lumen is a segment of silver metal coiled wire consistent with ligation wire that extends into the uterus that is roughly 3.5 cm in length x 0.5 cm in diameter. Identified in place within the lumen is a segment of silver metal coiled wire consistent with ligation wire that extends into the uterus that is roughly 3.5 cm in length x 0.5 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cancer, multiparous, menometrorrhagia, allergy (lortab adhesive bandage nickel) and obesity. On (B)(6) 2014, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.427 kg/sqm. [Pathology test] on (B)(6) 2014: surgical pathology report: clinical history: menometrorrhagia procedure and findings: robot-assisted total laparoscopic hysterectomy material submitted: uterus, ovaries and fallopian tubes. Diagnosis: - uterus with cervix and bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy (64gram): proliferative endometrium. No evidence of hyperplasia, atypia or malignancy. Cervix with no significant pathologic change. Ovaries with multiple cystic follicles and background of normal physiologic changes. Benign fallopian tubes. Gross description: identified in place within the lumen is a segment of silver metal coiled wire consistent with ligation wire that extends into the uterus that is roughly 3.5 cm in length x 0.5 cm in diameter. Identified in place within the lumen is a segment of silver metal coiled wire consistent with ligation wire that extends into the uterus that is roughly 3.5 cm in length x 0.5 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.